Manufacturer narrative:
Product analysis: misalignment was confirmed. The connection between the display overlay and printed circuit board (pcb) was cleaned and re-seated, the display parameters were reset, and the display was calibrated. The programmer passed final electrical safety, functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was misaligned with the cursor on the display, and could not be calibrated. It was noted that multiple styli were used, the calibration disk was attempted multiple times, the programmer was rebooted, and the service diskwas used, but the issue persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.